Manufacturer narrative:
One tip received in two pieces; broken at the active part (tip); no smooth breakage; melted; breakage due to thermal influences. Misuse. Tip cavi 3. Active part measured from 28 mm point. Active part measuring approx. 21,44 mm; broken tip measuring approx. 3,9 mm, product is not complete; no further broken parts received. Measured with measuring gauge mitutoyo cd-15 cpx valid till 06/2021;

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that one eddy irrigation tip broke during treatment; no injury resulted and the broken piece has been retrieved.